Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04270. It was reported, the pt was unable to feel the stimulation unless she was lying down. The sjm rep made attempts to contact the pt for reprogramming, however, was unsuccessful. Follow up identified the pt broke her hip. Once contacted, the pt reported, she was no longer using the system because, it was not providing pain relief. The pt had no plans to have the system removed, she wanted to proceed with not using the system, as other health issues took precedence.